Manufacturer narrative:
UDI : (B)(4). A full analysis of the data logs has been performed, this analysis concluded that the first communication error was due to a known anomaly. The second one was due to the force applied on the robot arm which was considered as too excessive by the controller because the robot arm was at an extreme range. In this state, the robot arm is more sensitive. Therefore, the shutdown was a normal behavior of the device.

Event description:
Rosa experienced 2 shutdowns during an seeg case, both before the completion of registration: 1) rosa displayed a communication failure after selecting ¿contactless¿ under the registration tab. The arm was in a parked position when this occurred and the vigilance pedal had not been engaged. 2) the second shutdown also displayed a communication failure, the surgeon was selecting a point during registration and the arm seemed to be near the end of its range of motion. It was resisting his input and then displayed the communication failure. The only impact on the surgery was the time to reboot and return to the previous point in registration. Total time lost was 10min.